Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that there was a deviation with the tomes tip. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation findings of device cutting wire broken and kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire break. Imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block e1: initial reporter phone: (B)(6); reported here as the phone number exceeded character limit for the designated field. Block h11: (investigation result) the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken at 5 mm from the distal pierce hole. No other problems with the device were noted. After analysis of the returned device, it was determined that the cutting wire was blackened, kinked and broken at 5 mm from the distal pierce hole. The problem could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.